Event description:
Vascular occlusion at the sight of injection [vascular occlusion]. Rha on temple and tear troughs [off label use]. Case narrative: united states report received from physician via company representative on 16-may-2023 and refers to a 21 or over female patient had received rha on (B)(6) 2023, for injection at her temple and tear trough. An unknown volume of rha syringe was applied to the tear trough and temple using an unknown injection technique. It was not reported if the needle was used from the box and cannula was used during rha administration. Previous cosmetic procedures, concomitant medications, and food supplements were not provided. On (B)(6) 2023 (reported as monday), during the injection, the patient complained of pain that hurts when she was having rha applied to her temple. On (B)(6) 2023 (reported as the following day, tuesday), the patient was treated with two vials of hyaluronidase was administered to the affected area. On (B)(6) 2023 (on sunday), the patient was again treated with two vials of hyaluronidase. At the site of the injection, the patient received aspirin and sildenafil. The patient further described as vascular occlusion at the sight of the injection. The reporting physician further described the area as having mottling and livedo reticularis. The patient was scheduled to see a plastic surgeon on (B)(6) 2023. At the time of this report, the outcome of the event was recovering. The intensity of the event was not provided. It was not reported if the product was available for return. Health effect - clinical code: e2328, obstruction/occlusion. Health effect ¿ device code: a2304 off-label use. No additional information was available at the time of this report.